Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: unknown screw catalog #: ni lot #: ni. (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a clinical study during the final visit for the scheduled removal of the system, the patient had mild loss of gingiva between teeth #26 and 27 area, no intervention was needed. The severity is indicated as mild. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product identities were not confirmed due to the product not being returned. No product was returned and no functional tests or inspections could be performed. No scans, pictures, or physicians reports were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product statesin the section titled possible adverse effects: "10. Tissue necrosis due to compression on the gingiva." "12. Inadequate healing." "13. Injury or damage to teeth or periodontal structures." The IFU also states in the section titled precautions: "the ends of the arch bars may need to be contoured with the adjustment tool toward the tissue to reduce the probability of tissue irritation", "sharp edges should be smoothed to avoid soft tissue damage or irritation", and "placement sites of screws should be chosen to avoid tooth roots and compression of the tissue by the arch bar." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).